Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error and found that patient pump was not running. To resolve the reported issue the technician replaced the pump. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The visual inspection of the pump showed evidence of corrosion below the pump motor and dust/debris on/around the circuit board. Therefore inadequate cleaning of the pump could be identified as root cause for the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during procedure. There was no report of patient injury.